Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line) alarm. This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient could not find the source of the alarm. The technical services representative (tsr) assisted the patient in clearing the alarm and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.